Event description:
It was reported that a patient underwent a hernia repair procedure several years ago and mesh was implanted. Recently, the patient underwent another surgical procedure and the mesh was found stuck to the bowel. A different type of mesh was implanted and the adhesions were lysed. The surgeon opines that the film on the mesh made the mesh stick to the bowel. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.